Event description:
It was reported that the pump battery was unresponsive. There was no information available regarding the customer's blood glucose level at the time of the incident. The distributor was notified about the issue, but after several reminders, the pump was not returned for further inspection, and no additional information or action was taken.